Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that guidewire fracture occurred. A 300cm, 8cm v-18 control wire was selected for use. During the procedural preparation, the physician discovered that the guidewire had fractured prior to use. The guidewire was immediately replaced and the procedure was completed. There were no patient complications as a result of this event.